Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored in addition to contamination causing unresponsive keypad buttons. This report is made based on results of investigation completed on 12/01/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the display screen was dim and discolored. Additionally, the keypad cover was found to be torn at the down button. The up, down, and ok buttons were intermittently unresponsive. Contamination was found underneath all of the keypad button contacts. Unrelated to the display and keypad issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).